Event description:
The device was implanted for infusion of fudr through the hepatic artery for treatment of cancer. On 9/9/96, a facility nurse contacted a MFR nurse and reported that another MFR nurse had been present at the facility earlier that day to do a refill inservice. The facility nurse stated that she had accessed the device center septum without difficulty and performed the device refill. The device sideport was accessed for a 2-1/2 hr infusion. The device was then flushed and heparinized with 10,000u/cc heparin. The facility nurse stated that she did not realize her error until charting and reviewing her notes when she saw that she was to use 100u/cc heparin. The pt had already gone home at that time. The facility nurse then inquired what effect this would have on the device, why are the two different concentrations used, and what she needed to do now. The MFR nurse recommended that she contact the physician immediately. The MFR nurse then stated that there should be no effect on the device and explained that the higher concentration of heparin used in the device is diluted by the 50cc volume and delivers 1,000u/cc slowly over time (about 2cc/day), while the drug given through the device sideport goes to the pt immediately. The device sideport and catheter volume is approx. 0.9ml.

Manufacturer narrative:
On 10/16/96, the MFR sales representative reported that she had followed up with the facility concerning this pt's condition in regardf to the haparin overdosage and she was informed that the pt is doing " just fine" and ahd not experienced any adverse effects due to the accidental administation of the increased heparin dosage. No further details are availabe. The MFR is now closing its file on this report. (Note: this report addresses only the issue of the heparin overdosage.